Event description:
It was reported that during routine follow-up, increased hv lead impedance was noted. During device changeout for eri, externalized conductors between the rv and svc coil were observed via fluoroscopy. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.